Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient indicated that they underwent a surgery procedure at the beginning of the year, and after data analysis, it was confirmed that this code was triggered during that time. An episode stored when the surgery was performed revealed electrocautery noise. According to the data, this right ventricular (rv) lead may be involved, but no other suspicious faults or resets were observed. Since the code 1006 was triggered, the implanted device has had one successful full energy charge and one successful lower energy charge. Ts explained that the device appears to be operating normally, and the code may have been related to electrocautery energy during the surgery. However, ts advised to confirm if an external shock was delivered to the patient during the surgical procedure, and to perform a manual capacitor reform and commanded shock testing for further troubleshooting and system evaluation. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient indicated that they underwent a surgery procedure at the beginning of the year, and after data analysis, it was confirmed that this code was triggered during that time. An episode stored when the surgery was performed revealed electrocautery noise. According to the data, this right ventricular (rv) lead may be involved, but no other suspicious faults or resets were observed. Since the code 1006 was triggered, the implanted device has had one successful full energy charge and one successful lower energy charge. Ts explained that the device appears to be operating normally, and the code may have been related to electrocautery energy during the surgery. However, ts advised to confirm if an external shock was delivered to the patient during the surgical procedure, and to perform a manual capacitor reform and commanded shock testing for further troubleshooting and system evaluation. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Follow up report 1 (correction): related report number field was updated. There are no related reports for this case.